Manufacturer narrative:
The other adverse events issues questionnaire was completed by quality with limited information.  Potential causes of erosion are inadequate fixation, severe force applied to the implant, excessive twisting or stretching, off-label use, patient contraindicating conditions, and patient non-compliance (touching or picking at wound). The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported the lead fell out of their wrist while they were sleeping. Information regarding the patient outcome is not available.